Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified the threads and the tip of the anchor and the eyelet of the swivelock had broken/damaged. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information received on 3/10/2025: this was discovered during an rcr procedure, and all the broken fragments were removed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/7/2025, it was reported by a sales representative via email that swivelock white body of the anchor mushroomed over the eyelet. The anchor is partially broken, but the eyelet and orange tab are fully intact. Upon insertion, it was noticed pieces of the anchor were breaking and coming off. The anchor seem to advance over the eyelet. This was discovered during a procedure.